Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or motor error alarm noted during testing. Device had cracked battery tube threads. No battery cap damage noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and up and down buttons have become hard to press. Customer's blood glucose value was unknown. Customer also stated that the insulin pump has rejected new batter, unexplained no delivery alarms. Customer declined to troubleshooting. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will not be returned for analysis.